Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during a procedure, the stylet could not be inserted into the rv lead. The lead was removed and a new lead was implanted. The patient was in stable condition.